Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states she tested 3.9 inr on the coaguchek xs system and 2.3 inr on a comparison lab. Caller states "her medication was changed from warfarin to coumadin". No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that the strips were depleted, so no product will be returned for evaluation.